Event description:
The customer reported that the ltv 1150 was running hot with odd squeak present and had a plastic odor. There is no patient involved in this event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted